Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient¿s cgm was reading 65 mg/dl (no bg meter reading comparison was done at this time). The patient reported feeling confused. The patient self-treated by eating pastry and drinking tea. The patient¿s family contacted emergency medical services (ems). When ems arrived, the patient¿s bg fingerstick was 500 mg/dl (no cgm comparison value was provided at this time). Ems treated the patient with an unspecified IV drip, and she was transported to the hospital. The patient was monitored and discharged home the same day. The patient was stable at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.